Event description:
A balloon ruptured on the first hand inflation during a difficult renal angioplasty of a calcified lesion. A pressure gauge was not utilzied. Another MFR's balloon catheter was used to successfully complete the procedure without pt complications. The device was just received by this MFR. Upon completion of the engineering eval, a supplement will be forwarded. It was indicated this device was inflated without the benefit of a pressure gauge as well as used in a tortuous calcified lesion. Co believes the above factors contributed to this event and do not attribute it to the device. However, until the completion of the engineering eval, co is unaable to determine the exact cause for this event.